Event description:
Additional information: it was later reported that the pump was explanted in (B)(6) 2010. The reporter would not provide information regarding the removal of the device or the contents of the pump. The patient had requested "pathology department to retain the device for forensic purposes".

Event description:
It was reported that the pt never had therapeutic effect. The pt's father wanted the pump explanted as "it hasn't really worked for pt". The pt lived far away from the refill clinic. The baclofen was titrated down and the hcp planned to explant the pump in a couple of weeks. It was later reported that a catheter access port procedure had been aborted due to difficulty aspirating fluid through the catheter access port. The hcp was considering the option of refilling the pump with preservative free normal saline. Final pt outcome was not reported.

Manufacturer narrative:
(B) (4).

Manufacturer narrative:
Catheter: model: 8709, serial# (B)(4), implanted: 2004 (B)(6), explanted: unk.